Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable cardiac monitor and monitor system were not transmitting device data for approximately 4 weeks, during which time a manual download was sent, and there was concern that the implantable cardiac monitor and monitor system were not working properly. Transmission verification, a summary report, and an overview review of the implantable cardiac monitor were performed. It was reported that transmissions were sending regularly after that period. It was reported that no episodes other than patient-recorded symptom episodes had been auto-detected, and that if programmed parameters were not met, no episodes would be stored. The device remained implanted and the monitor system remained in use. No patient complications have been reported as a result of this event.